Event description:
While attaching the device to a skull clamp, the screw came off and was unable to fix. The cerebral aneurysm clipping surgery was continued with another mgr's arm. It was reported that the device was delivered to the customer through a dealer on (B)(6) 2013. The customer has used it 4 to 5 times a week. Add'l info was requested and the following was rec'd from the dist on (B)(4) 2015: the prod problem was discovered during surgery. There was no pt involvement when the problem occurred. However, the male pt (age unk) was already anesthetized when it occurred. There was no pt harm or injury. There was a 20 minute surgery delay. There was no pt adverse consequence as a result of the surgical delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.